Event description:
The user facility reported a 63-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. While on support the automated impella controller (aic) had an air in the purge alarm. Upon opening the cassette door, it was noticed that the purge disc holder on the console was broken. The aic was replaced successfully. No patient harm was reported.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation into the reported, aic -purge disc/ flag issue has been completed since the original report was filed. Analysis of device by visual inspection of this console, the purge retainer was confirmed to be broken. And the data logs confirmed the alarm several times.